Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
During evaluation of a returned sample, the bladder of a large volume infusor was found to be ruptured. There is no information as to whether or not this event occurred during patient use or if it was associated with patient injury or medical intervention. There is no additional information available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reservoir was visually inspected and microscopically examined. Markings on the interior surface of the bladder were observed near the rupture line. However, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. This lot was manufactured between october 25, 2011 and october 26, 2011.